Event description:
The device was applied to create an anastomosis during an unspecified procedure. The staples did not form properly when the device was fired. The surgeon resected tissue at the anastomotic site and applied another device successfully. The hosp has reported the pt's condition as satisfactory.

Manufacturer narrative:
The device returned for evaluation by the user facility was received with a full complement of staples. For this reason, co believes it is likely that this was not the device involved in this event. The unit returned displayed a premature interlock engagement which occurs when the user advances the firing button slightly and returns it to the fully retracted position. This is a safety feature which prevents a previously fired dlu from being fired a second time. It is unlikely that this observation is related to the user facility's statement that the "instrument stapled incorrectly" as the device was not fired.